Event description:
It was reported that on (B)(6) 2014, the patient had a pet scan/MRI. By sunday/monday, he was in ¿excruciating pain¿. The patient has pancreatic cancer. The patient¿s wife reported that after each chemo treatment the patient¿s pain increases but its ¿nothing like it was the last couple of days¿. The patient was at the physician¿s office on (B)(6) 2014 for a refill and a volume discrepancy was noted. The expected volume was 11.6 ml; the actual volume was 20 ml. The pump was refilled with hydromorphone and bupivacaine and a bridge bolus was programmed. A dye study was attempted on (B)(6) 2014. X-ray confirmed needle placement within the catheter access port (cap). They were unable to aspirate from the cap so the procedure was aborted. The physician was considering a surgical revision but was uncertain if they want to put the patient through the surgery because of his cancer diagnosis. The patient was in the intensive care unit (ICU) to keep him comfortable. The pump was delivering hydromorphone, bupivacaine, morphine and levobupivacaine.

Manufacturer narrative:
G9: corrected information: additional information received indicated the correct manufacturing site number for this event is 3004209178.

Event description:
Additional information received reported that the catheter was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).